Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 238 mg/dl at the time of incident. Customer's family was able to successfully clear the alarm. Customer's family was able to complete pump rewind. Customer's family performed self test failed the insulin pump needed to be replaced. The customer was advised discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the pump history and during self test due to broken trace.